Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6). The field service engineer completed the preventative maintenance. The unit passed all the functional and safety checks to the factory specifications. The iabp unit has been returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had safety disks that failed the leak test. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6 (medical device problem code, component codes). The national repair center installed the safety disk pn 0202-00-0140 sn (B)(6) into the cardiosave test fixture sn (B)(6) and tested the safety disk to factory specifications per procedure number (B)(4) revision c and the cardiosave service manual pn 0070-00-0639 revision n. The nrc could not verify the failure of the safety disk failing the membrane leak test with the result of 4mmhg. The factory specification is +-6 mmhg. The safety disk passed testing. Retaining the safety disk in the nrc per procedure number (B)(4) rev.aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The following was submitted by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) (B)(6): ar (B)(6) 2024. The (3) part number 0202-00-0140 are no longer going to sustaining for further analysis. Investigation is completed. Retaining the parts in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components (dr343737k1, dr344767l1 ) were confirmed and not confirmed. However, the root cause or the most probable root cause is impossible to be defined and not confirmed. The non-conformances with the returned components (dr344768l1) were identified. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed complaint, stated safety disks failed membrane leak test during preventative maintenance when fse was performing onsite. Three safety disks failed out of box during pm of cardiosave. Cardiosave unit was working properly, only the safety disks were defective out of box failures. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. "The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The national repair center installed the safety disk into the cardiosave test fixture sn (B)(6) and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual pn 0070-00-0639 revision n. The nrc could not verify the failure of the safety disk failing the membrane leak test. The test read -3mmhg, the factory specification is +-6mmhg. The safety disk passed testing. Retaining the safety disk in the nrc per procedure 0002-07-d008 rev.aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is impossible to be defined and not confirmed. The national repair center installed the safety disk into the cardiosave test fixture sn (B)(6) and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual pn 0070-00-0639 revision n. The nrc observed the failure of the membrane leak test reporting a failure at 6mmhg which is within the factory specifications of +-6. The safety disk failed testing. Retaining the safety disk in the nrc per procedure number 0002-07-d008 rev.aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The non-conformances with the returned component was identified. However, the root cause or the most probable root cause is impossible to be defined. The national repair center installed the safety disk into the cardiosave test fixture sn (B)(6) and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual pn 0070-00-0639 revision n. The nrc could not verify the failure of the safety disk failing the membrane leak test with the result of 4mmhg. The factory specification is +-6 mmhg. The safety disk passed testing. Retaining the safety disk in the nrc per procedure number 0002-07-d008 rev.aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is impossible to be defined and not confirmed. The (3) parts are no longer going to sustaining for further analysis. Investigation is completed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.